Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 38.1cm was returned for analysis. External insulation abrasion was noted at 1.8-2.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. This is consistent with the observation from the field of loss of capture.

Event description:
It was reported that when the patient came to the emergency room with unrelated symptoms, loss of capture on atrial lead was observed upon device interrogation. The lead was turned off and device was reprogrammed. A month later, the lead was explanted and replaced. The patient was doing fine post-procedure.